Event description:
The physician reported that they had difficulty tracking to the target location. Three neurons kinked during the procedure. The physician acknowledges that the patient's tortuous anatomy probably contributed to the issue.

Manufacturer narrative:
Technical evaluation (conclusion): all three neurons had multiple kinks and flat sections along the distal 20cm. The cause of these failures cannot be determined. Since the physician stated that he was able to get a microcatheter or wire through the neuron, most of the observed damage probably occurred during return of the product for evaluation. The kinks that caused the incident may be due to tortuous anatomy or passing through the sheath diaphragm. (B)(4).